Event description:
It was reported that symptomatic patient with syncope episode presented in the emergency room after receiving inappropriate shock therapy for svt rapid ventricular response. The patient will return to make the recommended programming changes. The patient condition is okay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.